Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited a melted camera cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. The event can be detected/prevented by following the applicable chapters in the instructions for use: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.